Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: a specific cause for the reported patient outcome due to multisystem organ failure could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. (B)(6), would not be returned. There is no product available for investigation. The heartmate ii lvas IFU lists various forms of organ failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to multi-system organ failure. The patient was at a different hospital when he expired so information was limited. The patient was found unresponsive. The death was not considered to be device-related and the device operated as expected as far as the implant center knew. The device will not be returned.